Event description:
It was reported there was a channel error - "fluid side occlusion. Replaced both pressure sensors, calibrated, performed pm, passed all tests." Although requested further information was not provided.

Manufacturer narrative:
The reported issue that there was a channel error - fluid side occlusion could not be confirmed; no product or device logs were returned for investigation. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that there was a channel error - fluid side occlusion was not determined because no product or device logs were returned. A review of the device history record showed the device had a manufacture date of 08/03/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The root cause for the reported issue that there was a channel error - fluid side occlusion was not determined because no product or device logs were returned. No further investigation of this event is possible at this time, and no patient involvement was reported. H3 other text : device not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested further information was not available.

Event description:
It was reported there was a channel error - "fluid side occlusion. Replaced both pressure sensors, calibrated, performed pm, passed all tests." Although requested further information was not provided.